Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have breathing issues and pneumonia. The patient has died in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 has been corrected to reflect the information reported in b2 and "death" was accurately checked in section h1. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.